Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 550:320:658. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. This device was not sent to baxter for device evaluation or repair. Therefore, the reported condition of a colleague infusion pump with failure code 550:320:658 cannot be confirmed nor can an assignable cause be provided. The customer will troubleshoot/replace the volume control harness, speaker, wiring harness or uim board on site at the facility to correct this condition. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted.